Event description:
It was reported that one of the pt's two implanted ins devices experienced a power on reset (por) condition "about two days ago." No further details, pt symptoms or outcome were provided. Additional info was requested, but not received at the time of this report. A follow-up report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4).